Manufacturer narrative:
The pump passed the self test, error and displacement tests. However, unable to complete a download to carelink due to multiple alarms in the alarm history screen. Those alarms were due a corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 326 mg/dl. The customer treated with a manual insulin injection. The customer reported an unexpected restart by the insulin pump. It was also reported that the customer received a displayable history crc check failed on startup error on the insulin pump. The customer reported that the alarm occurred during normal insulin pump use. The alarm history of the insulin pump was checked and the error was verified on the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.